Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's sensor became detached form insertion point. No blood glucose values provided at the time of the call. Advice the customer to discontinue use of the sensor and a replacement senor will be sent.

Manufacturer narrative:
Analysis was unable to confirm adhesive anomaly; due to sensors being returned opened/used.